Event description:
It was reported that the surgeon performed myomectomy by laparotomy on a young, otherwise healthy pt. Pt did not recall the date of surgery. Pt noted that the fibroids were large and extensive packing of the bowel was performed. Post-op, the pt had a prolonged ileus. The pt was treated with naso-gastric drainage. Temp and white blood count were normal throughout the pt's hospitalization. The surgeon felt that intergel was responsible for the prolonged ileus and pseudo bowel obstruction.